Event description:
The customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different wall adapter, which successfully charged the pump to 100% without requiring additional assistance.